Event description:
It was reported that the pump did not deliver insulin as intended. During troubleshooting with tandem technical support, the customer disconnected from the infusion site, requested insulin, and observed no insulin exiting the tubing. The customer changed pump supplies, but the issue recurred. Customer's blood glucose ranged from 180 to 324 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.